Manufacturer narrative:
Follow-up #1 date of submission 05/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed inside the battery compartment. A leak test was performed and confirmed a battery compartment leak due to a cracked battery compartment. The pump case was removed, and no further evidence of moisture ingress was found. The pump did not power on properly for investigation. Further investigation could not be completed due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. The reporter stated that the pump display screen was flashing and could not be read safely. Moisture was allegedly visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.